Event description:
Rptr stated, "two boxes of this 1/2 dose and one box of the full dose cement were mixed. After mixing, there were numerous clumps of dry powder in the bolus. Another full dose was mixed and it did not have any clumps of the dry powder. Please evaluate cement batches to see if there is any inconsitency in the product." There was no adverse consequence for the pt or delay in surgery or anesthesia time.